Event description:
It was reported that the customer had normal blood glucose levels of 119 mg/dl. The customer reported multiple failed battery test alarms from the insulin pump. The customer reported using new batteries on the insulin pump. Troubleshooting was done. The customer reported that the battery cap of the insulin pump was warped. The customer reported that they are unable to remove the battery cap on their insulin pump. The customer was advised to remove the battery cap with a quarter. The customer reported that they were not able to remove the battery cap from the insulin pump. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with battery cap damage, minor scratches on the display window, a cracked case at a display window corner, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).